Event description:
It was reported during a percutaneous coronary intervention procedure, missing coating occurred. A stingray catheter was used to re-enter the true lumen in an unknown anatomy location. The stingray was used with another manufacturer¿s micro catheter. The stingray catheter and the micro catheter could not be delivered through a 7f guiding catheter. The physician retrieved the devices and exchanged the guiding catheter to an 8f size. A new stingray device was selected for use and it successfully crossed with another manufacture¿s micro catheter¿ however, resistance was felt crossing the stingray catheter. The physician felt that the hydrophilic coating was missing. The procedure was completed with another device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a stingray catheter with an unidentified y-adapter and guide catheter. There was contrast in the lumen. Inspection of the device presented no damage or irregularities. The stingray catheter was advanced through the guide catheter with no unusual resistance. There was no evidence of any material or manufacturing deficiencies contributing to the reported interface or coating issue. The reported interface or coating issue could not be confirmed via product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during a percutaneous coronary intervention procedure, missing coating occurred. A stingray catheter was used to re-enter the true lumen in an unknown anatomy location. The stingray was used with another manufacturer¿s micro catheter. The stingray catheter and the micro catheter could not be delivered through a 7f guiding catheter. The physician retrieved the devices and exchanged the guiding catheter to an 8f size. A new stingray device was selected for use and it successfully crossed with another manufacture¿s micro catheter¿ however, resistance was felt crossing the stingray catheter. The physician felt that the hydrophilic coating was missing. The procedure was completed with another device. No patient complications were reported and the patient¿s status is stable.